Manufacturer narrative:
Block d2b: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that during a spinal cord stimulator lead placement procedure that was aborted due to a dura puncture that has occurred and patient started to vomit. No further information has been obtained.